Event description:
Pt admitted for repair of bilateral traumatic abdominal hernia and exploratory lap. When grounding pad was removed post-op, a nickle-sized red area was noted on the inside right anterior thigh of the pt. The pt is still being followed up by a physician 8 months post-op for reddened area. The risk management office was just notified of this event (8/94).device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded. The device was destroyed/disposed of.